Manufacturer narrative:
Corrected data: original initial report were submitted as follow-ups in error.

Event description:
Revision surgery - due to the patient presenting with patella pain. The surgeon went in and added a patella insert as the patella had not been replaced during the original surgery. Nothing was taken out.